Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification shows extensive wear at distal end. The spacer with the screen/electrodes is completely detached. The part was not returned for investigation. There are no manufacturing abnormalities visually observed with the returned device. The wand had no functionality and registered an error e-7 when plugged into a known good quantum2 controller; the suction line was tested and performed as intended. After bypassing the error e-7 the remaining part of the distal end of the device responded when ablate / coag was activated. The complaint was verified, however the root cause could not be determined with certainty since the device was comprehensively used. Excessive wear of the distal end results from vigorous use against bony surfaces; the wand is supplied sterile, and is for single use only. Do not clean, resterilize, or reuse the wand, as this may damage or compromise the performance resulting in product malfunction, failure, or patient injury. Cleaning, resterilization, or reuse of the wand may also expose the patient to the risk of transmitting infectious diseases or results in irregular wear leading to malfunction.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a hip arthroscopy the electrode head detached during ablation. Everything was later removed with the ask forceps. A backup device was available to complete the procedure with no significant delay or patient injuries.